Event description:
During a total abdominal hysterectomy procedure, the jaws did not release from the tissue. The surgeon removed the device with manipulation and applied suture. No pt injury was reported.